Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy, and there was moisture behind the entire display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn near the down arrow button. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
Follow-up # 2 date of submission 10/04/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/13/2013 with the following findings: during investigation, no moisture was able to be seen from outside of the pump. The pump failed a leak test due to a crack in the pump case. The pump case was opened and evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.